Event description:
Customer emailed me: "this c6 is continually coming up with the message "self test failed," with red audible alarm, just after the vent finishes its normal boot-up routine. I cannot get the vent beyond this alarm state. " he also attached the logs with the email he is learning.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be discharged battery which was re-charged and the timer set to the right time. There was no patient or user harm.